Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), abdominal pain lower ("pain lower abdomen") and dyspareunia ("dyspareunia") in a 28-year-old female patient who had essure (batch no. A64632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome, parity 2 (((B)(6) 2010, (B)(6) 2015)), gravida ii, urinary tract infection ((B)(6) 2014), vulvovaginal candidiasis, urethritis, urethral syndrome, vaginitis, vulvovaginitis, dysfunctional uterine bleeding, dyspareunia, night sweats, weight gain, hot flashes, vaginal discharge abnormality, abdominal pain localised, vomiting, chickenpox (childhood), chlamydia trachomatis infection, gonorrhea, cholecystectomy (2011), wrist surgery (B)(6) 2012 and (B)(6) 2014). Left wrist surgery:2012, 2013, 2014.), tonsillectomy (2013), upper respiratory infection, pre-eclampsia, gallbladder operation (2011), wisdom teeth removal (2012), gastrooesophageal reflux, chickenpox (1988) and migraine (not recovered prior to essure). She denied alcohol use. Previously administered products included for birth control: nuvaring from 2010 to 2014 and mirena in 2010; for an unreported indication: oral contraceptive. Past adverse reactions to the above products included pelvic pain with mirena. Concurrent conditions included obesity, amenorrhea, allergy (cefdinir,prednisone,animal dander-cats,fabric bandages/tape.), hypertension, hemorrhoids, menses irregular, obstetric disorder nos, ovarian cyst, emotional instability, alcohol use, menopausal, malaise, blood glucose abnormal, c-reactive protein increased, eruption facial, numbness in leg, taste metallic, acne, oligomenorrhea, bleeding genital, bacterial vaginosis, perineal pain, pneumoperitoneum and nonsmoker. Family history included cardiac arrest (grandmother maternal), cerebrovascular accident (grandmother maternal), hypertension (grandmother maternal), breast cancer (maternal grand aunt), diabetes mellitus (uncle,maternal uncle), stomach cancer (maternal grand uncle,maternal uncle), renal cancer (maternal uncle), alzheimer's disease (maternal grandfather), asthma (son), depression (mother), heart attack (maternal grandmother), alcohol problem (mother), high cholesterol (maternal grandmother), hepatitis (maternal uncle) and polycystic ovaries (maternal aunt). Concomitant products included linaclotide (linzess) since 2016, omeprazole since 2014 and ondansetron (zofran) from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2015, the patient experienced weight increased ("weight gain (about 40 pounds)") and nausea ("nausea"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems-condition:depression"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced night sweats ("hormonal changes(night sweats)"), mood swings ("hormonal changes(mood swings)"), hot flush ("hormonal changes(hot flashes)"), back pain ("low back pain"), menstrual disorder ("abnormal bleeding during menstruation") and menorrhagia ("excessive bleeding during menstruation"). The patient was treated with ibuprofen, ascorbic acid (vitamin c), vitamin b, surgery (laparoscopic bilateral salpingectomy with removal of devices and ovarian drilling on (B)(6) 2016) and surgery (hysterectomy ((B)(6) 2018)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, weight increased, depression, night sweats, mood swings, hot flush, fatigue, headache, back pain, menstrual disorder, menorrhagia and dysmenorrhoea outcome was unknown and the nausea and migraine had resolved. The reporter considered abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, nausea, night sweats, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative . On (B)(6) 2016:surgical pathology report: final diagnosis included a)specimen labeled "right fallopian tube and essure implant", removal:complete cross section of fallopian tube with intact lumen. Associated foreign material with metal coil,b)specimen labeled "left fallopian tube and essure implant", removal: complete cross section of fallopian tube with intact lumen. Associated foreign material with metal coil. Gross description showed specimen a is labeled "right tube and essure implant". A portion of silver metal and coils are identified at the base of the fallopian tube. Also within the container is a coiled wire measuring 2.0 cm in length x 0.2 cm in diameter. Specimen b is labeled "left tube and essure implant". A 2.0 cm clear fluid-filled paratubal cyst is identified. A second segment of fallopian tube is identified within the container which contains a silver coiled wire measuring 3.0 cm in length x 0.3 cm in diameter . Also within the container is a silver coiled wire measuring 3 cm in length x 0.2 cm in diameter. Concerning the injuries reported in this case, the following one confirmed in patient¿s medical records: headache, pelvic pain,fatigue, weight gain, back pain, migraine, abdominal pain, dyspareunia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), abdominal pain lower ("pain lower abdomen") and dyspareunia ("dyspareunia") in a 28-year-old female patient who had essure (batch no. A64632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovarian syndrome, parity 2 ((B)(6) 2010, (B)(6) 2015)), gravida ii, urinary tract infection ((B)(6) 2014), vulvovaginal candidiasis, urethritis, urethral syndrome, vaginitis, vulvovaginitis, dysfunctional uterine bleeding, dyspareunia, night sweats, weight gain, hot flashes, vaginal discharge abnormality, abdominal pain, vomiting, chickenpox (childhood), chlamydia trachomatis infection, gonorrhea, cholecystectomy (2011), wrist surgery ((B)(6) 2012, (B)(6) 2012, (B)(6) 2012 and (B)(6) 2014). Left wrist surgery:2012, 2013, 2014.), tonsillectomy (2013), upper respiratory infection, pre-eclampsia, gallbladder operation (2011), wisdom teeth removal (2012), gastrooesophageal reflux, chickenpox (1988) and migraine (not recovered prior to essure). She denied alcohol use. Previously administered products included for birth control: nuvaring from 2010 to 2014 and mirena in 2010; for an unreported indication: oral contraceptive. Past adverse reactions to the above products included pelvic pain with mirena. Concurrent conditions included morbid obesity, amenorrhea, allergy (cefdinir,prednisone,animal dander-cats,fabric bandages/tape.), hypertension, hemorrhoids, menses irregular, obstetric disorder nos, ovarian cyst, emotional instability, alcohol use, menopausal, malaise, blood glucose abnormal, c-reactive protein increased, eruption facial, numbness in leg, taste metallic, acne, oligomenorrhea, bleeding genital, bacterial vaginosis, perineal pain, pneumoperitoneum and nonsmoker. Family history included cardiac arrest (grandmother maternal), cerebrovascular accident (grandmother maternal), hypertension (grandmother maternal), breast cancer (maternal grand aunt), diabetes mellitus (uncle,maternal uncle), stomach cancer (maternal grand uncle,maternal uncle), renal cancer (maternal uncle), alzheimer's disease (maternal grandfather), asthma (son), depression (mother), heart attack (maternal grandmother), alcohol problem (mother), high cholesterol (maternal grandmother), hepatitis (maternal uncle) and polycystic ovaries (maternal aunt). Concomitant products included linaclotide (linzess) since 2016, omeprazole since 2014 and ondansetron (zofran) from 2015 to 2016. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2015, the patient experienced weight increased ("weight gain (about 40 pounds)") and nausea ("nausea"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems-condition:depression"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced night sweats ("hormonal changes(night sweats)"), mood swings ("hormonal changes(mood swings)"), hot flush ("hormonal changes(hot flashes)"), back pain ("low back pain"), menstrual disorder ("abnormal bleeding during menstruation") and menorrhagia ("excessive bleeding during menstruation"). The patient was treated with ibuprofen, ascorbic acid (vitamin c), vitamin b, surgery (laparoscopic bilateral salpingectomy with removal of devices and ovarian drilling on (B)(6) 2016) and surgery (hysterectomy ((B)(6) 2018)). Essure was removed on 1(B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, dyspareunia, weight increased, depression, night sweats, mood swings, hot flush, headache, back pain, menstrual disorder, menorrhagia, dysmenorrhoea and fatigue outcome was unknown and the nausea and migraine had resolved. The reporter considered abdominal pain lower, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menorrhagia, menstrual disorder, migraine, mood swings, nausea, night sweats, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram on (B)(6) 2015: total bilateral occlusion pregnancy test urine on an unknown date: negative on (B)(6) 2016:surgical pathology report: final diagnosis included a)specimen labeled "right fallopian tube and essure implant", removal:complete cross section of fallopian tube with intact lumen. Associated foreign material with metal coil,b)specimen labeled "left fallopian tube and essure implant", removal: complete cross section of fallopian tube with intact lumen. Associated foreign material with metal coil. Gross description showed specimen a is labeled "right tube and essure implant". A portion of silver metal and coils are identified at the base of the fallopian tube. Also within the container is a coiled wire measuring 2.0 cm in length x 0.2 cm in diameter. Specimen b is labeled "left tube and essure implant". A 2.0 cm clear fluid-filled paratubal cyst is identified. A second segment of fallopian tube is identified within the container which contains a silver coiled wire measuring 3.0 cm in length x 0.3 cm in diameter . Also within the container is a silver coiled wire measuring 3 cm in length x 0.2 cm in diameter. Concerning the injuries reported in this case, the following one confirmed in patient¿s medical records: headache, pelvic pain,fatigue, weight gain, back pain, migraine, abdominal pain, dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added per pfs: dyspareunia (painful sexual intercourse), nausea, fatigue, dysmenorrhea (cramping), psychological or psychiatric problems ¿ condition: depression, hormonal changes: mood swings, hot flashes, night sweats and headaches were added. Historical drug , historical condition, concomitant diseases, concomitant drugs and lot number added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation was received. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She underwent a laparoscopic bilateral salpingectomy with removal of devices. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), migraine ("migraines"), weight increased ("weight gain"), back pain ("low back pain"), menorrhagia ("excessive bleeding during menstruation") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of devices on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, migraine, weight increased, back pain, menorrhagia and menstrual disorder outcome was unknown. The reporter considered pelvic pain, migraine, weight increased, back pain, menorrhagia and menstrual disorder to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She underwent a laparoscopic bilateral salpingectomy with removal of devices. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.